Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect: clinical code: (B)(4). Imdrf annex a code medical device problem code: (B)(4).

Event description:
It was reported end cap came loose allowing glass to break and solution to spill out. Per complaint form: customer was looking for affected lot numbers of the voluntary recalled product and found 2 applicators that they believe to be having the same issue (end cap loose allowing glass to break and solution to spill out). These have different lot numbers than those listed on the recall. I collected both applicators and will be sending them in for review.

Event description:
It was reported end cap came loose allowing glass to break and solution to spill out. Per complaint form: customer was looking for affected lot numbers of the voluntary recalled product and found 2 applicators that they believe to be having the same issue (end cap loose allowing glass to break and solution to spill out). These have different lot numbers than those listed on the recall. I collected both applicators and will be sending them in for review.

Manufacturer narrative:
Your facility provided samples to aid in our quality engineer's investigation. Bd was unable to verify the failure mode as the caps were locked in the correct position for both returned samples. A device history record was reviewed, and no non-conformances were noted during the manufacturing of this lot. The quality engineer attempted to revive the end cap by hand by utilizing a pulling force but could not remove end cap from locked correct position. The root cause is attributed to the equipment station for the end cap placement unto the applicator body. Corrective actions were initiated which led to bd conducting a voluntary recall on certain lots of the chloraprep hi-lite orange 26 ml applicator. Bd has confirmed that some of the product, which may have included these lots, had an applicator end cap that was improperly secured during the manufacturing process which result in broken glass dropping out of the applicator. Your facility should have received a recall notification for this failure, and it is also attached to this email. Please ensure that your facility completed the customer response form associated with the recall and follow the directions proved. Bd recognizes that customers place their trust in our products, and we strive to exceed the expectations of every customer. Your feedback is essential to our mission to improve the productivity and safety of health care globally.